Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or a loose closure. The following information was provided by the initial reporter. The customer stated: "the stopper of the tube is defective and cannot be closed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to insert stopper. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or a loose closure. The following information was provided by the initial reporter. The customer stated: "the stopper of the tube is defective and cannot be closed."